Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The prostyle device referenced is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6fr sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The sutures of two prostyle devices were successfully placed. The sheath was upsized to a greater than 8.5fr sheath and the tavi procedure was completed. Reportedly post procedure, during suture management, the knot of one of the sutures was pulled out with intima attached, a dissection (intima tear) had occurred. The hole could not be closed with the pre-close technique [remaining suture]. A proglide was inserted; however, bleeding could not be controlled. An 18fr non-abbott closure device was used to control the bleeding and ultimately achieve complete hemostasis. There was a reported clinically significant delay in the procedure or therapy.